Event description:
This patient was enrolled on the heat trial, a multicenter prospective aneurysm clinical trial, and was randomized to the hydrogel embolic system treatment arm. The patient is a (B)(6) old female who presented with an unruptured aneurysm located in the internal carotid artery in the right ophthalmic region. The patient's aneurysm was coiled on (B)(6) 2013, the patient reported to the emergency room with complaints of migraine with visual loss in the right eye. The patient was evaluated by neuro interventional radiology, neurology, and ophthalmology and had CT done. Results were all negative. The patient was discharged home in stable condition on (B)(6) 2013, and instructed to follow up with the pmd and ophthalmology as needed. The sae was reported because the event required in subject hospitalization or prolongation of existing hospitalization.